Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with heavy calcification. Resistance was felt during advancement of the 2.0 x 12 mm nc trek rx balloon dilatation catheter (bdc) to the lesion for pre-dilatation; however, it was able to cross successfully. The balloon ruptured during the first inflation at 10 atmospheres. A new bdc was used and the procedure was completed after a stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.